Manufacturer narrative:
Product ID: 3778-75, serial #: (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3778-75, serial #: (B)(4), implanted: (B)(6) 2008 product type: lead; product ID: 37752, serial #: (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID: 37752, serial #: (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID: 37742, serial #: (B)(4), implanted: (B)(6) 2007, product type: programmer; patient product ID: (B)(4), serial #: (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 3708120, serial #: (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient's patient programmer (pp) displayed a "call your doctor" icon. The patient was not sure which code was displayed. The patient had issues recharging her implantable neurostimulator (ins) since it replaced her previous ins in 2007; she was not able to fully recharge her ins. It was noted that the patient's ins recharger (insr) left blisters on her skin. The patient would charge "for a while" and then the antenna got "real hot" and the pp screen would go "completely blank." The patient's telemetry bars were full while charging. Additional information received reported that the patient's insr displayed a blank, unresponsive screen, occurring "after some time recharging." The patient was overnighted a recharger antenna, but the new antenna did not resolve the issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient recharged they got burned and had little blisters. The issue was present from the time the patient was implanted until they replaced the stimulator. They were never able to determine why the patient had blisters after recharging and eventually they replaced the device with a non-rechargeable device.

Manufacturer narrative:
(B)(4)